Event description:
Per the clinic, the patient experienced tenderness, seeping and developed an infection at abutment site. Subsequently, the patient was treated with oral and topical antibiotics (specific date and duration not reported). Abutment removal and transition to transcutaneous osia implant system is planned; however, it is unknown if this has occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient underwent skin revision surgery and abutment removal procedure under general anesthesia on(B)(6) 2026.